Event description:
It was reported via phone call that the customer had blood glucose levels of 48 mg/dl, 63 mg/dl, and 70 mg/dl. Customer treated with orange juice and blood glucose levels rose to 119 mg/dl. Call was transferred to bayer due to the customer stating there was an issue with their meter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.